Event description:
Syringe was filled with 150cc omnipaque and during attempt to inject via injector at 3cc/second into pt. The syringe broke and the last several cc's of dye sprayed all over. The study was still diagnostic and did not have to be repeated. No injury to pt occurred.